Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the needle 30ga 1/2in the dose will not go through the needle. There is blockage or clog. Foreign complaint the following information was provided by the initial reporter, translated from french to english: needle quality problem. The dose go on the syringe, but impossible to inject it.

Event description:
It was reported that during use of the needle 30ga 1/2in the dose will not go through the needle. There is blockage or clog. Foreign complaint the following information was provided by the initial reporter, translated from french to english: needle quality problem. The dose go on the syringe, but impossible to inject it.

Manufacturer narrative:
H.6. Investigation summary: bd has not been provided with photos or samples for catalog 304000 lot 180403 to investigate for this record. A review of the device history record revealed no irregularities during the manufacture of the reported lot. As a result, bd is unable to verify the reported issue or determine a definitive root cause. During the cannula assembling process, the needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembling process every 30 minutes. In addition, prior to release each single batch of g30, clogged condition is inspected. As this is the first time this lot has been reported, no corrective actions are required at this time. H3 other text : see section h.10.